Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface.

Event description:
It was reported that a malfunction alarm occurred after the pump was dropped. The customer reverted to an alternate method of insulin therapy. Reportedly the customer declined troubleshooting with tandem technical support.